Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(6).

Event description:
The facility reported a colleague infusion pump with a fail (B)(4). It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure (B)(4) was confirmed, but not duplicated. The reported condition is due to fluid intrusion on phm (pump head module) keypad. The phm keypad was replaced to correct the reported condition. (B)(4).